Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, resolving the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.